Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a couple of days ago they dropped their patient programmer as they were changing the batteries. The patient mentioned that they dropped it because their hands don't work too well, and the programmer flew off the table and landed on the floor. After they dropped the programmer, the patient said the ins was no longer helping their bladder. Last night the patient said they got up every half hour to go to the bathroom (a total of 8 times), but they did not empty their bladder. The patient said they only urinated a tiny bit and they got a lot of pressure. Before calling patient services the patient tried using the programmer but they couldn't get it to work at first, but they confirmed they eventually got it to work. However, when they connected to the ins they noticed that the top row had 2 icons that were duplicated, which was unfamiliar to them. The patient confirmed that the ins was turned on (they could see the ins icon with the lightning bolt going through it), but it wasn't helping their bladder symptoms. The patient said they increased stimulation, but the bladder symptoms continued. The patient's hcp gave them access to 1 program, and the patient confirmed the program was active. The patient mentioned that sometimes they feel stimulation, but they don't feel it like they used to. During the call, the patient connected to the ins and they noticed that the top row of icons looked back to how they normally appear. The patient could see the ins icon in the top left that indicated therapy was turned on, and in the middle they saw what appeared to be an ins icon with a battery that was mostly empty. Agent reviewed eri and redirected the patient to their hcp to further address the issue.

Event description:
202 additional information was received from the patient. They reported that they go at least 15 times if nor more and they cannot empty their bladder

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their doctor said they didn't make the device [anymore]; it was outdated. The patient stated the neuro battery didn't work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of sometimes feeling stimulation was unknown and that it was not caused by normal battery depletion. They noted that they were waiting to go to the urologist as it took 3 weeks to get a referral. This issue had not yet been resolved. They noted that they had experienced retention prior to the device but that it had worsened and they couldn't urinate or go 5-6 times at night. They noted that catheterization was their standard of care prior to the device.